Event description:
Reporter stated that device is not delivering basal insulin amounts, but device seems to work somewhat for insulin boluses. Reporter also stated that pt has had elevated blood glucose levels (28 and 29mmol/l).